Event description:
Pt had surgery in 2002 in which the c-tek plate was used. It was reported that post-operative x-rays showed that the plate was unlocked and the screws were backing out. In 2003, a second surgery was required to remove the plate and replace it with a new plate.